Event description:
Fiber broke inside patient during a procedure, there was one piece that could not be removed.

Manufacturer narrative:
The returned fiber meets that bend radius specification. A review of the fiber assembly and power test record show that all fibers released as part of this lot met design specifications prior to release. There is no evidence that the fiber was damaged prior to use by the customer.